Event description:
It was reported that post-implant prior to hospital discharge, an x-ray was performed revealing atrial lead dislodgement. The atrial lead was repositioned successfully on 15 mar 2023. The patient was stable before, during, and after the procedure.